Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported the patient underwent a revision approximately 6 months post-implantation due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - head. D10: cat# 00630505836 lot# 65249109 liner standard 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.